Manufacturer narrative:
There is no suspected device failure. The reported patient complication is an inherent risk in this type of procedure.

Event description:
The manufacturer was informed of an incident involving inadvertent perforation in a patient during a transseptal procedure in which the nrg transseptal needle (rf needle) was used. During the procedure, 2-3 applications of rf energy were applied but transseptal crossing was unsuccessful. While readjusting the torflex transseptal guiding sheath and pulling back of the rf needle, the rf needle unexpectedly crossed the septum. The posterior wall of the left atrium was inadvertently perforated. The torflex sheath was left in place. After removing the rf needle, the physician tried to place a protrack pigtail wire into the pericardial space. Once this was unsuccessful, the physician took an extra small safari wire and brought it into the pericardial sac. With the safari in place, the torflex sheath was removed and a 5fr straight pigtail catheter was brought in the pericardial sac and a contrast injection was made to confirm the placement of the catheter. After this, a pericardial drain was put in place to remove the effusion and the physician proceeded to successfully place a 24mm watchman device. The patient was reported to be doing well 45 days following the procedure.